Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller, calling on behalf of a customer, reported the customer¿s adc freestyle libre sensor was reading higher than a competitor¿s meter and provided the following reading comparisons: sensor: 100 mg/dl vs meter: 40 mg/dl, sensor: 192 mg/dl vs meter: 162 mg/dl and sensor: 182 mg/dl vs meter: 171 mg/dl. It was further reported that on (B)(6) 2018 customer was ¿feeling bad¿ and experiencing unspecified symptoms of hypoglycemia so a scan and capillary test were done. The sensor result was 100 mg/dl and the meter result was ¿lo¿ (40 mg/dl). The school nurse provided the customer with sugar. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the fs libre sensors, and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for fs libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and fs libre sensors, the investigation concluded that the design continues to prove robust, the manufacturing process remains in control, and the product functions as intended, provided that the label copy is appropriately followed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caller, calling on behalf of a customer, reported the customer¿s adc freestyle libre sensor was reading higher than a competitor¿s meter and provided the following reading comparisons: sensor: 100 mg/dl vs meter: 40 mg/dl, sensor: 192 mg/dl vs meter: 162 mg/dl and sensor: 182 mg/dl vs meter: 171 mg/dl. It was further reported that on (B)(6) 2018 customer was ¿feeling bad¿ and experiencing unspecified symptoms of hypoglycemia so a scan and capillary test were done. The sensor result was 100 mg/dl and the meter result was ¿lo¿ (40 mg/dl). The school nurse provided the customer with sugar. No additional treatment was reported. There was no report of death or permanent injury associated with this event.